Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for revision of a right atrial lead that had a history of noise oversensing. The lead was capped during the procedure and replaced. The patient was in stable condition following the procedure and was discharged.